Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the (iab) intra- aortic balloon catheter was prepped per the (IFU) information for use; the md properly vacuumed the balloon catheter enough while still in the tray. As the md was inserting the iab through the sf sheath there was a problem of kinking with catheter and sheath. The md could not advance the catheter into the patient's right femoral artery due to severe resistance in the sf sheath. As a result, the iab and sf sheath were removed as one unit. Another iab was retrieved, prepped and inserted into the same insertion site successfully. There was no reported patient death, injury or complications. There was a delay in iabp therapy however no harm was reported. Medical / surgical intervention was not required. The procedure was a complete success. There was no harmful outcome to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab. The bladder was unwrapped. No sheath was located on the iab. The one-way valve was tethered to the short driveline tubing. No blood was noted within the iab. A single teflon sheath was returned with a dilator inserted. The retaining tubes were removed from the tray. No blood was noted on the sheath or dilator. No damage was noted to the body or tip of the sheath and dilator. The bladder thickness, inner diameter of the sheath's proximal hub, and the inner diameter of the sheath's distal tip were measured at various locations and were within specification. A lab inventory 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. Slight resistance was met at 7.5cm from the iab distal tip; the swg was able to advance. The swg was back loaded through the iab distal tip. Slight resistance was met at 7.5cm from the iab distal tip; the swg was able to advance. The central lumen was slightly kinked at this location. The damage is consistent with difficulty during insertion. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. The iab passed. See other remarks section for device evaluation continuation. Other remarks: no holes or leaks were detected in the bladder membrane, catheter body, or bifurcate. The iab was inserted into the returned 9fr sheath without issue. A device history record review was conducted for the lot number/serial number. During inspection, one sheath was found crushed, kinked; however, it was not reported which sheath was used for the procedure. Conclusion: the reported complaint of the catheter becoming stuck in the sheath is not confirmed. Only one sheath, that appeared unused, was returned with the iab for evaluation and passed dimensional inspection and functional testing. The sheath that was likely used in the procedure was not returned for evaluation. The cause of the original complaint is undetermined.

Event description:
It was reported that while in the cath lab the (iab) intra- aortic balloon catheter was prepped per the (IFU) information for use; the md properly vacuumed the balloon catheter enough while still in the tray. As the md was inserting the iab through the sf sheath there was a problem of kinking with catheter and sheath. The md could not advance the catheter into the patient's right femoral artery due to severe resistance in the sf sheath. As a result, the iab and sf sheath were removed as one unit. Another iab was retrieved, prepped and inserted into the same insertion site successfully. There was no reported patient death, injury or complications. There was a delay in iabp therapy however no harm was reported. Medical / surgical intervention was not required. The procedure was a complete success. There was no harmful outcome to the patient.